Event description:
It was reported that the patient experienced a syncopal spell. Interrogation revealed atrial lead noise. With pocket manipulation, the bipolar atrial lead impedance dropped from 373 ohms to less than 200 ohms, and the unipolar lead impedance was less than 200 ohms. In unipolar-tip and unipolar-ring configurations, pocket manipulation caused noise on the atrial channel.

Manufacturer narrative:
Na